Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time, the customer was performing a vascular procedure, and the examination continued for ablation. Sometimes, the fluoroscopy was not available. The philips field service engineer (fse) inspected the system onsite and found an issue with the pedestal footswitch. Upon troubleshooting, the fse performed multiple warm restarts, but the issue persisted, and the system displayed the message: "psc log showed "en_x inactive and hand/footswitch pressed" with the description "hand or foot switch is active at startup," and single-shot imaging could not be performed. The fse reworked the pedestal footswitch, the error message disappeared, and fluoroscopic imaging became possible. To resolve the issue, the fse replaced the 8-meter wired footswitch. The defective wired footswitch was returned to philips for failure analysis, during the analysis it was identified that the connector was defective and connector screw was missing. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating an active foot or hand switch had been detected, preventing a full system boot as well as the fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.